Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following completion of a pulsed field ablation (pfa) procedure with a farawave pulsed field ablation catheter, a post-procedure echocardiogram was done, which showed no effusion. However, three hours later the patient complained of chest pain, and another echocardiogram showed a pericardial effusion. A pericardiocentesis was performed to solve the event and the patient was stabilized and discharged. It was unknown when the perforation occurred. The device is not expected to return.

Event description:
It was reported that a patient experienced a pericardial effusion. A pulsed field ablation (pfa) procedure with a farawave pulsed field ablation catheter was completed successfully, a post-procedure echocardiogram was done and no complication was observed. However, 3 hours later the patient complained about chest pain and it was observed in another echocardiogram a pericardial effusion due to cardiac peforation. A pericardiocentesis was performed to solve the event and the patient was stabilized and discharged. The device is not expected to return.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was not available for return, we have determined that the pericardial effusion, cardiac perforation, and chest pain are known inherent risks of use of this device. Device history record review: the ship history was unable to be completed as the required documentation was unavailable. Upn number was unknown. Device technical analysis: it was indicated that the device was not available for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of pericardial effusion, chest pain and perforation, cardiac are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericardial effusion, cardiac perforation, and chest pain are known inherent risks of the farawave device. Pericardial effusion and perforation, cardiac are an expected procedural complication addressed within the IFU for the farawave catheter. It seems like the chest pain is consistent a consequence of the pericardial effusion and the symptom that helped make the pericardial effusion evident. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.